Event description:
The facility's technician reported an infusion pump with failure code 814:00. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.